Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported 7 months after the dental implant and abutment were placed in ada site 7 in the mouth, the implant had not achieved osseointegration in type iii bone. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. After the evaluation, the event was considered as loss of osseointegration.

Event description:
The clinician reported 7 months after the dental implant and abutment were placed in (B)(6) site 7 in the mouth, the implant had not achieved osseointegration in type iii bone. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)